Manufacturer narrative:
Explant date is unknown. Event and therapy date is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report numbers: 1627487-2020-21469, 1627487-2020-21471,1627487-2020-21473. It was reported patient's scs system was explanted due to infection at an unknown place and unknown time.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.